Event description:
A medtronic representative reported that, while in a cranial procedure, the software unexpectedly exited. The navigation system was not being actively used at the time this occurred. The monitor displayed a blue logo screen. The navigation system was re-started with no delay to therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The issue was caused by a graphics card malfunction of the cpu (central processing unit). Initial testing showed computer to boot to login screen with proper video output. Further testing showed video graphics card (vgc) to fail video load test within a couple of seconds after starting. Replaced vgc and computer then passed all testing.the computer was replaced in the system and system is now fully functional.

Manufacturer narrative:
Return requested. Replacement computer shipped to site 12/02/2014. No parts have been returned to manufacturer for analysis.(B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.